Manufacturer narrative:
Correction of coding for patient's bulging battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (rep) regarding an implantable neurostimulator (ins). The reason for the call was the caller reported that the patient had been having back pain and back issues ever since they got the implant. The caller stated that the old unit worked great, but the most recent implant just didn't work. The caller added that the battery was bulging. The caller stated that the patient had an upcoming appointment scheduled to discuss possibly having the implant removed and was advised to call the manufacturer. The agent documented the information that was given, redirected them to their hcp, and sent an email to the field.